Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the ¿dr. Created a problem with the patient¿s legs¿ when he implanted the implantable neurostimulator (ins). The right leg throbbed all the time and the left leg was burning so bad that the skin on the leg could not be touched. The patient also reported that there was a new burning sensation from the ins all the way down her right leg. The sensation would not go away after the stim was turned off but it had gotten better to a point where it just felt like tingling. The patient stated that they had done MRI¿s and scans, but nothing was found to be wrong with the system. It was unknown if the ins was on the sciatic nerve. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.